Event description:
It was reported that during an unk procedure, the first three clips failed to close and fell from the applier inside the pt and had to be retrieved. This was done without harm to the pt. A new clip applier was opened and the operation proceeded without further incident. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.